Event description:
It was observed that during the device inspection, the ultrasonic probe exhibited a cut mark at the tip which could have impacted the image issue. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device has found unit displayed very dim ultrasound image. The most probable cause of the complaint is d02 - cause traced to component failure - expected or random component failure without any design or manufacturing issue is due to c0201 - electrical/electronic component problem identified. The performance of an electrical or electronic component was found to be inadequate. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.